Event description:
It was reported that a balloon tear was noted. A 2.0mm x 150mm x 150cm sterling sl balloon was advanced for dilation. During preparation, an air got into the syringe when negative pressure was pulled. Upon further inspection, it was noted that there was a small tear in the balloon. The procedure was completed by replacing it with another sterling balloon. No patient complications were reported.